Event description:
A report was received that the patient will undergo a pocket revision for unknown reason.

Event description:
A report was received that the patient will undergo a pocket revision for unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a nondevice related weight loss which was causing pain because the battery shifted down. The patient underwent a pocket revision wherein the ipg was moved up and did well postoperatively.